Event description:
It was reported that the insulation of the lead was damaged during initial attempt to slit. The lead was not used and another was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed; analysis revealed that the outer insulation was breached cut. All conductors were cut and there was blood/body fluid (not obstructed) on all conductors.